Event description:
We are experiencing a significant patient safety issue with our new radial access compression device. Our normal product (tr band) is on back order and has been filled with an alternative (vascband by teleflex). This product has been noted as causing several bleeding events.